Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose level was above 23 mg/dl. The customer stated the other blood glucose level was 20 mg/dl, 90 mg/dl, 224 mg/dl, 219 mg/dl, 221 mg/dl, 476 mg/dl, 65 mg/dl, over 400 mg/dl, 226 mg/dl. The customer was treated with glucose tablets and intravenous insulin. Customer was using auto mode. Customer did not allege pump was over delivering. Customer had using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will not be returned for analysis.